Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The ostial lesion being treated was located in the moderately calcified, non-tortuous right coronary artery (rca). The lesion was predilated with a voyager 2.5x12 mm balloon. A 2.75x12 mm taxus express2 drug eluting stent was deployed in the ostial rca. Then the physician attempted to place the 2.75x20mm taxus express2 drug eluting stent through the previously placed stent, to mid lesion, but the stent would not advance. The physician pulled back and the 2.75x20mm taxus express2 drug eluting stent got caught in the 2.75x12 mm taxus express2 drug eluting stent. The physician attemped to cross with a voyager balloon and 2 minivisions, but was unsuccessful. The procedure was sucessfully completed with a 2.75x12 mm and 2.75x8 mm liberte stent. The stent remains in the proximal rca, crushed and tacked up by a liberte stent. No pt complications were reported. Pt status reported as "ok/stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.